Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller went to shave the patient's head and turned stimulation off because the patient does not like the feeling of stim when they are shaving his head. When they did this, the patient noticed a jolt and said something didn't feel right. Stim was quickly turned back on and the patient programmer showed elective removal indicator (eri). The patient was now having return of symptoms such as shaky hands, walking around, pacing, and bouncing. The caller stated the symptoms didn't seem as bad as they did when the stim was off, almost like he was getting 1/2 of his therapy. The caller tried replacing the batteries of the patient programmer but the issue continued. The caller called the healthcare professional's (hcp) office where they were redirected to call the manufacturer. The ins was confirmed to be at 2.57v. The caller was advised to call the hcp's office again to see if they could adjust stimulation until arrangements for a replacement are planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that when asked if the eri was due to normal depletion it was answered ¿probably yes.¿ the cause of the stimulation output issue was unknown. A message was sent to neurosurgery to schedule a replacement and resolve the issue. When asked if the issue resolved it was answered ¿probably yes.¿ the hcp was aware of the issue with the patient and an appointment was scheduled on (B)(6) 2020, but the patient didn¿t show up.